Event description:
A company rep called in and reported a pt with a 7.5mm hi-lo evac endotracheal tube had a cuff leak. The tube produced an audible leak, and the pt was reintubated with the same size hi-lo evac. The leak had occurred over the past two weeks and was used for about a week before the event. The cuff was pre-tested. Jelly was used to lubricated the tube. There was no report of a difficult intubation, and the tube had not been cut. The tube position was confirmed by x-ray, and was 23cm at the mouth. No other pt info was available. The facility disposed of the et tube, and no lot number was available.

Manufacturer narrative:
Attempts have been made to contact the hospital where the event occurred and there has been no response to date. The tube was discarded and therefore, not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. A manufacturing CAPA is already in place to address cuff leaks. The manufacturer's directions for use states under warning/precautions (cuff-related): various bony anatomical structures (e.g., teeth, turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during insertion which would create the need to subject the pt to the trauma of extubation and re-intubation. If the cuff is damaged, the tube should not be used.